Manufacturer narrative:
Batch review performed on 18-dic-2024: lot 2105822: (B)(4) items manufactured and released on 19-10-21. Expiration date: 2026-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years and 7 months from primary, the patient came in reporting pain due to an anteverted cup and the cause is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.